Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose, which lead to a mild heart attack. The caller stated that the health care provider recommended discontinuing use of the insulin pump. The caller also mentioned that the customer had an abscess, and his blood glucose level was out of control. The wife stated that the customer experienced high blood glucose for several days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.